Manufacturer narrative:
One level 1 hotline low flow systems - hl-90 was returned for analysis. The device had an outdated printed circuit board and a power switch. It also had a cracked enclosure and tank cover and a worn front cover. During testing, the device will not power on because of the damaged line cord. The reported issue was confirmed. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-90 had sustained cord damage. There were no adverse events reported.